Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was afraid to sleep because she felt that the basal rate was too high. The blood glucose reading was not given. Nothing further was reported.